Manufacturer narrative:
(B)(4). The device was not returned for analysis. A conclusive cause for the reported unstable stent cannot be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that when the 2.75x 15 mm xience xpedition stent delivery system was unpacked the stent had moved on the balloon but was still tightly crimped. The device was not used. Another stent was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.